Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusions: the reported pump stops and elevated pump power were confirmed through the evaluation of the submitted log files and appear consistent with the reported suspicion of thrombus. A root cause for the reported infection could not be conclusively determined through this evaluation. The submitted log files captured data between (B)(6) 2019 9:48pm - (B)(6) 2019 12:45am. Starting at 9am on (B)(6) 2019, the system showed multiple low flow hazard alarms due to the estimated flow falling below the low flow threshold of 2.5lpm, along with a steady decrease in avg pi. By 5:43pm, pump power began to gradually increase to over 25w. The hmii IFU explains that an increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. By 12:11am, on (B)(6) 2019, the system captured low speed and pump stop events, with continued high power and low avg pi. Based on previous complaint experience, due to the gradual increase in pump power along with the decrease in avg pi and estimated flow, the captured events appear consistent with device thrombosis. The hmii IFU outlines potential indications of thrombus. It explains that gradual power increases (over hours or days) may signal thrombus deposits inside the pump. Depending on the speed of the pump, power values greater than 10w to 12w also can indicate the presence of a thrombus. Infection and thrombus are listed in the hmii IFU as an adverse event that may be associated with the use of the hmii lvas. Anticoagulation therapy and inr ranges are also outlined in the IFU. No further information was provided. The device remains implanted and inactive. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional reports of ongoing infection reported under MFR #2916596-2019-03502, MFR # 2916596-2019-03503 and MFR #2916596-2019-03504; report of controllers becoming hot is reported under MFR # 2916596-2019-03612 ((B)(4))) and MFR #2916596-2019-03613 ((B)(4)). Approximate age of device- 2 years, 4 months. The patient remains ongoing awaiting heart transplant. No further information was provided. A final report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a heartmate ii left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient has an ongoing pump pocket and percutaneous lead (driveline) infection beginning in (B)(6) 2018. The patient was periodically treated at the clinic for ongoing infection. It was reported the patient had periodic temperature rises to 39 degrees celsius, purulent discharge from the outlet of driveline cable, and infiltration. Infection determined to be staphylococcus aureus in (B)(6) 2019. CT with contrast results previously determined local infiltration of adipose tissue in the area of driveline in (B)(6) 2019 and then infiltration in area of outlet cannula in (B)(6) 2019. In (B)(6)2019, infection additionally determined to be klebsiella pneumonia. It was reported the patient was treated for ongoing infection at a remote hospital under control of surgical/cardiology team from implant center starting (B)(6) 2019. Infection additionally diagnosed as e.coli in feces and proteus mirabilis in urine. On (B)(6) 2019, in preparation for planned application of vacuum cleaning system in the pump pocket area, warfarin administration was discontinued (d/c) and anticoagulation was maintained with fraxiparine low molecular weight heparin (lmwh) full dose. Inr was therapeutic at that time. On (B)(6) 2019, cardiac surgeon from implant center began opening and draining of the abscess in the area of the discharge cannula and installed vacuum aspiration system. During the procedure, flow began to decrease and power began to increase. Following procedure, thrombosis was suspected on the basis of deterioration, changes in pump parameters and test results. Heparin and fibrinolysis was started without any effect to lvad system. Inotrope support was initiated. Transthoracic echocardiography results normal, with an increase in speed by 200, there were no changes in the volume of the left heart. No blood clots were seen in the heart cavities. For technical reasons it was not possible to conduct a CT urgently. Patient exhibited minimal signs of hemolysis, normal parameters of plasma free hemoglobin and ldh. Urine had not changed color. Thrombolysis with alteplase is initiated. Lvad started having constant low flow alarms every 2-5 minutes with rising power. Patient was weak and pale. Originally, patient had no active complaints except for moderate pain in postoperative wound. The pain increased significantly by midnight. The system was removed in the early morning of (B)(6) 2019 due to the deterioration of the patient's condition and the accumulation of 700 ml of hemorrhagic content on the background of thrombolysis. During transportation to the operating room, replace controller alarm was reported. Controller (B)(4) was replaced with (B)(4). Approximately 15 minutes later, the replacement controller was hot, alarming low flow, the batteries were exhausted, and the controller failure error repeated. It was reported the pump stopped by itself. The cardiologist confirmed with the surgeon during the revision and removal of vacuum therapy system from pump pocket, there was no flow though outflow graft. Vad team from implant center decided to turn off the pump. Technically failed to obturate outlet cannula. In the absence of signs of infection, heart transplantation is possible. The patient has high titer of antibodies and already 4 times positive cross-match test. The pump remains implanted and inactive at this time. Patient's condition reported as stable continuing on dobutamine and norepinephrine in the ICU. No additional information has been provided.